Event description:
It was reported that this inflatable penile prosthesis (ipp) stops inflating at about 50%. The device is implanted, and a revision surgery will be performed. There were no patient complications.